Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Technical support educated customer that cartridge was only labeled for use up to 72 hours, which customer understood and acknowledged. Reportedly, the customer reverted to an alternate method of insulin therapy.